Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb was evaluated and replaced. The associated calibration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.